Event description:
Procedure: urological/gynecological. Reportedly, the pt underwent treatment for pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt has experienced pain and injury, has undergone and will undergo corrective surgery or surgeries. According to the pt's implant/explant registry form, the procedure included cystoscopy, vaginal sling urethropexy, cystocele, rectocele repair.

Manufacturer narrative:
(B)(4).